Manufacturer narrative:
(B)(4). Upon further review of the event history, the occurrence date of this event was determined to be (B)(6) 2011. Evaluation summary: the condition of a colleague infusion pump with failure code 500:320:844:0000 was confirmed in the pump's event history by a baxter service technician. This condition was caused by a defective keypad. The front bezel keypad was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility reported a colleague infusion pump with failure code 500:320:844:0000. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.